Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 16th january 2010. The device was manually powered up four times on this date, passing each self-test. The pad-pak was then removed. On the 21st may 2010, a pad-pak was installed and the device passed an auto self-test. The device continued to perform to specification, alongside random manual power ups, up to the 2nd august 2015. During this time a new pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 6th august 2015 and the final history log entry, prior to receipt at heartsine, on 28th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.